Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of a balloon torn material.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the ampulla of vater (the sphincter of oddi of the common bile duct) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cre pro wireguided dilatation balloon was torn. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the ampulla of vater (the sphincter of oddi of the common bile duct) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cre pro wireguided dilatation balloon was torn. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of a balloon torn material. Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, visual and microscopic evaluation revealed that the balloon was longitudinally torn. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon torn material was confirmed. The torn longitudinal found in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during/previous the procedure could create friction on the balloon. Therefore, the most probable root cause is adverse event related to procedure.